Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became cracked and is not functional. Contact reported that the pump fell and will not turn on. The customer's blood glucose (bg) was 403 mg.dl. Manual injections was administered to address the bg reading. The customer will continue to use manual injections for alternate insulin therapy.